Manufacturer narrative:
The t:slim user guide indicates that if insulin delivery has stopped for more than 15 minutes, the resume pump alarm occurs. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple resume pump alarms. The customer's blood glucose level was 458 mg/dl. Tandem customer technical support (cts) reviewed the pump history with the customer and no additional alarms were found that preceded the resume pump alarm. Cts reviewed the resume alarm function with the customer.